Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. Visual, functional and dimensional analysis could not be performed. Due to device and/or photographs not being returned for evaluation, the complaint was unable to be confirmed. Review of device DHR, lot history and applicable complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Review of manufacturing mitigations supports that it is unlikely a manufacturing issue as the devices are 100 percent visually inspected and tested throughout the manufacturing process. Although a definite root cause could not be determined, a review of complaint history suggests that the patient factors (calcification) or procedural factors (device damage during insertion or valve alignment) may have damaged the balloon and contributed to balloon leakage. The complaint for balloon leakage was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the june 2017 control limits for the failure mode. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve in the aortic position, stored tension was noted in the delivery system prior to valve alignment. During valve deployment, the delivery system balloon did not inflate and there was no valve expansion. Upon pullback on the atrion, blood was noted in the syringe and a balloon rupture/damage was suspected. The devices were removed and a second 26mm sapien valve was successfully implanted. At the time of the report the patient was stable. No abnormalities were observed during device preparation.